Event description:
According to the available information, lack of concordance between pictograms on the over-packaging with those on the peel-off paper of the 3 dm in the box of the latex-free logo.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9920633. This product is packaged by our hungarian site in september 2024 and was informed about this issue. The investigation made by tatabanya showed that the aca2084002 and ak33001002 have been manufactured at 4 months apart and have never been at the same place at the same moment: in production in sarlat or during packaging in tatabanya. Additionally, the investigation made by our supply chain showed that the hosptal didn't order ak33001002 lot number 9520768. So this issue could not happened in the hospital. On februaryn we received one sealed sample. One aca2084002 lot number 9920633. It was composed of one single loop ureteral stent, one ptfe coated guidewire / stiff and one latex connector ak3300 lot number 9520768. Defect was well observed. None of the investigation performed can explain the presence of the latex connector ak33001002 in a vortek single loop set aca2084002 sold without connector (latex or tpe). As no latex connector is present in aca2084002 set, we have the logo latex free on the label. The unexplained presence of the latex connector in the aca2084002 set leads to inaccuracy of the label on the aca2084002. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
After receiving this compliant, we searched for other complaint and we didn't find other complaint regarding the lot number 9920633. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, lack of concordance between pictograms on the over-packaging with those on the peel-off paper of the 3 dm in the box of the latex-free logo.